Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm thoracic aortic aneurysm approximately 18 months ago. The proximal aorta was 37-38 mm in diameter. There was 4 cm between the distal end of the lsa and the proximal end of the graft. It was reported that approximately four weeks ago a proximal type ia proximal endoleak was discovered by a non-contrast CT. The cause of the endoleak is unknown. The physician will place a proximal extension at a later unknown date to resolve the endoleak. The patient is stable. Films were as follows: post-implant films were non-contrast; could not assess any possible endoleak. No obvious stent graft issues were observed. The proximal stent graft was positioned approximately 4cm distal to the lsa. Films immediately post implant were not provided; therefore could not assess any possible stent graft migration.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Evaluation, results: inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak). Evaluation, conclusion: lack of information (unknown cause of endoleak).